Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during a radiation necrosis ablation procedure, blue and pixels appeared adjacent to the probe and the thermal dose threshold (tdt) lines did not expand well in the area. The surgeon had expectations that the blue and purple areas were areas that were treated. Post-ablation imaging was done and imaging fusion was complete. The area not covered by the tdt line expansion had been treated. No patient complications were reported in relation to this event. If additional information is received, a follow up report will be submitted.